Event description:
It is reported that the femur fractured during insertion of stem in 2005. Surgeon fixed proximal fracture by cerclage. About six months later, surgeon removed devices to obtain better shape at proximal part of femur.